Event description:
It was reported the pulse generator exhibited backup vvi operation while still in the box.. The device was not used.

Manufacturer narrative:
The reset observed in the field was confirmed in the laboratory. The reset was reproduced in laboratory. Analysis of the device image suggested that the reset was caused by an anomalous hybrid integrated circuit.